Manufacturer narrative:
The pump was not returned for evaluation was it was not explanted. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to an infection. The infection started in late (B)(6) 2015 with positive cultures for staphylococcus, and the patient was treated with IV antibiotics. The infection was located in the patient's pump pocket and went systemic. It was also reported that the patient was not a transplant candidate due to compliance.